Event description:
This is a report received from global pharamacovigilance and is a spontaneous report from a nurse in (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient coincident with physioneal and extraneal therapies. On (B)(6) 2012 patient began treatment with physioneal 40 1.36% (4l/day) and extraneal (2l/day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, capd regimen was changed to physioneal 40 1.36% (2l/day,), physioneal 40 2.27% (2l/day), and extraneal (2l/day). Treatment with physioneal and extraneal was ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced fever and cloudy effluent, and self medicated with paracetamol, per os. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2012, remedial treatment with vancomycin (ip, 2g), ceftazidime (ip, 1g), meropenem (IV, 500mg) and fluconazol (200 mg, per os) was initiated. The event did not require hospitalization. On (B)(6) 2012, the peritoneal effluent remained cloudy but the abdominal pain was less intense. On (B)(6) 2012, administration of remedial medication vancomycin (ip, 2g), ceftazidime (ip, 1g) and meropenem (IV, 500mg) was performed. On (B)(6) 2012 administration of remedial medication ceftazidime (ip, 1g) and meropenem (IV, 500mg) was performed. The patient had no abdominal pain. On (B)(6) 2012, administration of remedial medication ceftazidime ip 1g and meropenem IV 500mg was performed. Meropenem (IV, 500mg) was stopped and replaced by meropenem (ip, 1g). Daily medication with ceftazidime (ip, 1g) was maintained and the vancomycin treatment frequency was set in 4-4 days. On (B)(6) 2012, treatment with ceftazidime and meropenem was ended. On (B)(6) 2012, oral treatment with amoxicillin plus clavulanic acid was initiated. Treatment with vancomycin (ip, 2g, 4/4 days) and fluconazol (200 mg, per os) was maintained. The plan was to end the remedial treatment on (B)(6) 2012. On an unreported date and due to hypervolemia, the capd regimen was changed to physioneal 40 1.36%, physioneal 40 2.27%, and extraneal. On (B)(6) 2012, the patient experienced cloudy effluent and thoracic pain. On (B)(6) 2012, patient was hospitalized. Treatment with vancomycin (ip, 2g) and fluconazole (200 mg, per os) was maintained. On (B)(6) 2012, treatment with meropenem (500mg, IV) was re-initiated and treatment with gentamicin (80 mg, ip) was initiated. On (B)(6) 2012, the patient was transferred to the intensive care unit due to desaturation and pneumonia in the immunocompromised patient. On (B)(6) 2012 treatment with linezolide was initiated. On (B)(6) 2012 treatment with azithromycin was initiated. On (B)(6) 2012, the patient was transferred to the intermediate care unit and did not require ventilatory support. On (B)(6) 2012, the patient was transferred to the renal transplant unit. On (B)(6) 2012, the peritoneal effluent was slightly cloudy. On (B)(6) 2012, treatment with azithromycin was ended. On (B)(6) 2012, treatment with gentamicin (80mg, ip) was initiated. On (B)(6) 2012 the tenckhoff catheter was removed due to an increase of cells in the peritoneal effluent [1688 cells (un/l)], even with the onset of the therapeutic treatment with gentamicin. On (B)(6) 2012, remedial treatment with meropenem, fluconazol, linezode and gentamicin was maintained. On (B)(6) 2012, a central venous catheter for hemodialysis was placed. On (B)(6) 2012, hemodialysis was initiated. On (B)(6) 2012, all the referred antibiotherapy was ended. On (B)(6) 2012, (B)(6) was isolated in pd catheter's tip. On (B)(6) 2012, patient was discharged from the hospital. Patient maintained gentamicin in hemodialysis sessions. The peritonitis was caused by a break in aseptic technique the patient recovered from the perionitis on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by the patient, which caused peritonitis. The assignable cause for the break in aseptic technique is not determined.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.